Event description:
In surgical laser system litho it has been noted during treatment low level of laser radiation. No adverse effects to patient were reported.

Manufacturer narrative:
The oc mirror was broken and the blast shield was spotted. Oc substitution and blast shield change. The device was restored to full power. We are unaware about patient injury.